Event description:
Initial result for a patient troponin t was <0.01 and when repeated, the result was 1.87. The incorrect result was not used to guide patient therapy. The field service rep was unable to determine a cause for the discrepancy.